Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report no. 3005099803-2008-07047 for a description of the other device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the capio device would not catch the needle. The physician used a second, stand-alone capio device to continue the procedure. Then, the pinnacle dilator and the suture snapped, causing the mesh leg to detach from the mesh assembly when it was pulled through the pt's left arcus tendineous. The physician completed the procedure with another of the same device. The pt is reportedly "ok" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.